Event description:
It was reported that patient presented in clinic. Post operation check, it was noted that right ventricular (rv) lead exhibited high pacing impedance and low defibrillation impedance due to the lead having moved in the header. The lead was revised on (B)(6) 2025. There were no patient consequences and patient condition was normal.